Event description:
In 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm. As the trunk-ipsilateral leg component device was deployed, the sharp angle in the aorta caused the contralateral gate to be kinked off, making cannulation impossible. Therefore, the physician then deployed a second trunk ipsilateral leg component and created a aorto-uni-iliac and then performed a femoral-femoral bypass. The patient tolerated the procedure, and went home the next day.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.